Event description:
Rptr was suffering from terrible back pain. He saw many drs, finally, he had surgery. Dr told him that he was going to put a cadaver disk and some kind of bone glue and fuse 2 bad disks. When rptr came out of surgery, he had 4 steel pedicle screws in his spine. Now rptr heard that the screws are not FDA approved.